Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain/chronic pelvic pain/pelvic chronic pain/reproductive system pelvic pain sharp/stabbing'), genital haemorrhage ('bleeding/bleeding problems'), suicidal ideation ('suicidal thoughts'), neuromyopathy ('neuromuscular problems') and hyperthyroidism ('hyperthyroidism') in an adult female patient who had essure (batch no. 623221) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty (breast surgery enlargement procedure.) In 2011 and breast cancer. Concurrent conditions included bipolar disorder, chlamydial infection, breast cancer, irritable bowel syndrome, abdominal pain lower, incision site pain, adenomyosis, perineal pain and peritoneal adhesions. Concomitant products included buspirone, oxcarbazepine (trileptal) and quetiapine fumarate (seroquel). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), hypersensitivity ("allergy issues"), food allergy ("food allergy/sensitivity"), neuromyopathy (seriousness criterion medically significant), cardiovascular disorder ("cardiovascular issues / circulatory system / none"), chest pain ("chest pain"), palpitations ("heart palpitations"), anxiety ("changes in emotional or mental status anxiety"), depression ("changes in emotional or mental status depression"), affective disorder ("changes in emotional or mental status mood disorders"), hyperthyroidism (seriousness criterion medically significant), dermal cyst ("integumentary system cysts"), hyperhidrosis ("integumentary system excessive sweating"), alopecia ("integumentary system hair loss"), peripheral swelling ("lympathic ¿ (as written) system swelling of legs/feet"), lymphadenopathy ("lympathic ¿ (as written) system swollen lymph nodes/glands"), spasms ("abdominal spasms /abdominal twitching"), muscle spasm ("muscle spasm"), abdominal discomfort ("abdominal kicking sensation"), dizziness ("nervous system dizziness"), migraine ("nervous system migraines severe"), paraesthesia ("paresthesia (sensation of prickling of skin)"), dysmenorrhoea ("reproductive system dysmenorrhea (painful menstrual cycle)"), dyspareunia ("dyspareunia"), menometrorrhagia ("reproductive system menorrhagia (excessive bleeding during menstrual cycle)/menorrhagia¿(bleeding between menstrual cycle)"), metrorrhagia ("reproductive system metrorrluagia ¿ (as written) (bleeding between nonstructural cycle)"), menopausal symptoms ("reproductive system menopause symptoms"), polymenorrhoea ("polymenorrhoea (long menstrual cycles)"), bartholin's cyst ("reproductive system bartholin¿s cyst (cyst at vaginal opening)"), ovarian cyst ("reproductive system ovarian cysts"), ovulation pain ("reproductive system painful ovulation (mittelscnearz)"), loss of libido ("reproductive system loss of libido"), back pain ("skeletal systems back pain"), pain ("skeletal systems body aches/pain"), arthralgia ("skeletal systems hip pain/joint pain"), abdominal distension ("stomach issues or upper gastrointestinal bloating"), diarrhoea ("stomach issues or upper gastrointestinal diarrhea"), gastritis ("stomach issues or upper gastrointestinal gastritis"), nausea ("stomach issues or upper gastrointestinal nausea"), vitamin d deficiency ("other issues vitamin d deficiency") and night sweats ("night sweats"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy da vinci platform, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, suicidal ideation, hypersensitivity, food allergy, neuromyopathy, cardiovascular disorder, chest pain, palpitations, anxiety, depression, affective disorder, hyperthyroidism, dermal cyst, hyperhidrosis, alopecia, peripheral swelling, lymphadenopathy, spasms, muscle spasm, abdominal discomfort, dizziness, migraine, paraesthesia, dysmenorrhoea, dyspareunia, menometrorrhagia, metrorrhagia, menopausal symptoms, polymenorrhoea, bartholin's cyst, ovarian cyst, ovulation pain, loss of libido, back pain, pain, arthralgia, abdominal distension, diarrhoea, gastritis, nausea, vitamin d deficiency and night sweats outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, affective disorder, alopecia, anxiety, arthralgia, back pain, bartholin's cyst, cardiovascular disorder, chest pain, depression, dermal cyst, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, food allergy, gastritis, genital haemorrhage, hyperhidrosis, hypersensitivity, hyperthyroidism, loss of libido, lymphadenopathy, menometrorrhagia, menopausal symptoms, metrorrhagia, migraine, nausea, neuromyopathy, night sweats, ovarian cyst, ovulation pain, pain, palpitations, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, spasms, suicidal ideation, vitamin d deficiency and muscle spasm to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6) 2017: there are no radiographic signs of acute abdominal disease. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, menorrhagia , pelvic pain; back pain, diarrhea, depression." Lot number: 623221, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pain/chronic pelvic pain/pelvic chronic pain/reproductive system pelvic pain sharp/stabbing'), genital haemorrhage ('bleeding/bleeding problems'), neuromyopathy ('neuromuscular problems'), suicidal ideation ('suicidal thoughts') and hyperthyroidism ('hyperthyroidism') in an adult female patient who had essure (batch no. 623221) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation (breast surgery enlargement procedure.) In 2011 and breast cancer. Concurrent conditions included bipolar disorder, (B)(6), breast cancer, irritable bowel syndrome, abdominal pain lower, incision site pain, adenomyosis, perineal pain and peritoneal adhesions. Concomitant products included buspirone, oxcarbazepine (trileptal) and quetiapine fumarate (seroquel). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy issues"), food allergy ("food allergy/sensitivity"), neuromyopathy (seriousness criterion medically significant), cardiovascular disorder ("cardiovascular issues / circulatory system / none"), chest pain ("chest pain"), palpitations ("heart palpitations"), anxiety ("changes in emotional or mental status anxiety"), depression ("changes in emotional or mental status depression"), affective disorder ("changes in emotional or mental status mood disorders"), suicidal ideation (seriousness criterion medically significant), hyperthyroidism (seriousness criterion medically significant), dermal cyst ("integumentary system cysts"), hyperhidrosis ("integumentary system excessive sweating"), alopecia ("integumentary system hair loss"), peripheral swelling ("lymphatic ¿ (as written) system swelling of legs/feet"), lymphadenopathy ("lymphatic ¿ (as written) system swollen lymph nodes/glands"), abdominal rigidity ("abdominal spasms /abdominal twitching"), muscle spasms ("muscle spasm"), abdominal discomfort ("abdominal kicking sensation"), dizziness ("nervous system dizziness"), migraine ("nervous system migraines severe"), paraesthesia ("paresthesia (sensation of prickling of skin)"), dysmenorrhoea ("reproductive system dysmenorrhea (painful menstrual cycle)"), dyspareunia ("dyspareunia"), menorrhagia ("reproductive system menorrhagia (excessive bleeding during menstrual cycle)/menorrhagia¿(bleeding between menstrual cycle)"), metrorrhagia ("reproductive system metrorrhagia ¿ (as written) (bleeding between nonstructural cycle)"), menopausal symptoms ("reproductive system menopause symptoms"), polymenorrhoea ("polymenorrhoea (long menstrual cycles)"), bartholin's cyst ("reproductive system bartholin¿s cyst (cyst at vaginal opening)"), ovarian cyst ("reproductive system ovarian cysts"), ovulation pain ("reproductive system painful ovulation (mittelscnearz)"), loss of libido ("reproductive system loss of libido"), back pain ("skeletal systems back pain"), pain ("skeletal systems body aches/pain"), arthralgia ("skeletal systems hip pain/joint pain"), abdominal distension ("stomach issues or upper gastrointestinal bloating"), diarrhoea ("stomach issues or upper gastrointestinal diarrhea"), gastritis ("stomach issues or upper gastrointestinal gastritis"), nausea ("stomach issues or upper gastrointestinal nausea"), vitamin d deficiency ("other issues vitamin d deficiency") and night sweats ("night sweats"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy da vinci platform, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, food allergy, neuromyopathy, cardiovascular disorder, chest pain, palpitations, anxiety, depression, affective disorder, suicidal ideation, hyperthyroidism, dermal cyst, hyperhidrosis, alopecia, peripheral swelling, lymphadenopathy, abdominal rigidity, muscle spasms, abdominal discomfort, dizziness, migraine, paraesthesia, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, menopausal symptoms, polymenorrhoea, bartholin's cyst, ovarian cyst, ovulation pain, loss of libido, back pain, pain, arthralgia, abdominal distension, diarrhoea, gastritis, nausea, vitamin d deficiency and night sweats outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal rigidity, affective disorder, alopecia, anxiety, arthralgia, back pain, bartholin's cyst, cardiovascular disorder, chest pain, depression, dermal cyst, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, food allergy, gastritis, genital haemorrhage, hyperhidrosis, hypersensitivity, hyperthyroidism, loss of libido, lymphadenopathy, menopausal symptoms, menorrhagia, metrorrhagia, migraine, muscle spasms, nausea, neuromyopathy, night sweats, ovarian cyst, ovulation pain, pain, palpitations, paraesthesia, pelvic pain, peripheral swelling, polymenorrhoea, suicidal ideation and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): urinary system x-ray - on (B)(6) 2017: there are no radiographic signs of acute abdominal disease. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, menorrhagia , pelvic pain; back pain, diarrhea, depression." We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.